Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon insertion of the 119cm destination slender, it was noticed that the entry was not smooth and felt some resistance. Nonetheless, the device reached where it needed to be. After the intervention was complete, the doctor inserted a .035 wire and dilator before removing the long sheath. At about the halfway point, the sheath broke in half and got stuck in the patient. Luckily, the breakage happened at the arteriotomy site, therefore, they were able to put back the wire and dilator to get it to come out. The administration of vasodilators seemed to help as well. A vascband was applied and the patient rolled out of the room with no issue. The doctor believed it could have been due to spasm at the access site; however, they wanted a thorough investigation into the matter anyways. The procedure performed was a radial to peripheral right superficial femoral artery (sfa) intervention. The blood loss was less than 250cc. There was no surgical intervention required.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).